Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had optic sensor is malfunctioning. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and verified customer stated issue a.p. Optical sensor failure. During the system check out in the clinical application, the system log had a.p sensor optical failure on the screen. Fse replaced the fiber optic assembly. Verified unit calibration and passed all functional test. Safety test complete per manufacturer specifications. Returned unit to customer.

Event description:
N/a.